Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, unable to authenticate, 2 stations. All nurse were affected. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 10-jan-2025 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the permission changes to the active directory (ad) sync service account during a domain migration caused the login failures. A technical support specialist mentioned that the new ad sync account was created with correct permissions, restoring synchronization. Temporary testing against a trusted domain caused expected user removal, which was resolved once sync was restored to the primary domain. After facility copies were completed, the server successfully detected the entire domain, and the issue was confirmed as resolved with no domain rejoin required and customer confirmed that the issue was resolved. The system functioned as intended after the technical support specialist troubleshot the device.